Event description:
Inbound call from patient. Patient reporting broken arrow on pump. The down arrow key isn't working. Pt uses pump to infuse 45 grams of gammunex every 2 weeks. Unknown if fault occurred while in use: unknown if device available for investigation; no adverse event or clinical issue reported due to malfunction. We are replacing device. No further information known. Reported to (B)(6) by pt/caregiver.